Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of over 600 mg/dl and high ketones. The customer changed the infusion set and administered a manual injection of 100 units prior to going to the ER to address bg and was treated with intravenous fluids of saline and insulin while in the ICU. Customer was discharged from the ICU one day later, 12/20/2024, with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.